Event description:
It was reported that on (B)(6) 2026 in the time slot 06:00-06:46 the alarms, in particular the red alarms, did not sound. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by remote and onsite service personnel which included troubleshooting with the customer, event history log review and testing of the device. The remote support engineer (rse) reached out to the customer and examined the clinical register where it appeared that all the alarms were regularly visible and recorded with relative acoustic alarm and subsequently also validated. The rse was not able to replicate the reported problem. A field service engineer (fse) was dispatched onsite to test the alleged device. No trouble could be found. The fse replaced on precaution measures the speaker assembly of the control panel. Based on the results of the analysis, the product was confirmed to be operating per specifications with no failures found and the cause of the reported problem could not be confirmed and remains unknown. The issue was resolved by replacing the speaker on precaution. The device is back into service. A review of the service history for this device shows the problem has not been reported again for this device. E1: reporting institution phone#: (B)(6).